Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: 4 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received four closed samples to analyze this case. We have tested the needle attachment of the samples received and the results fulfill the OEM requirements. A 0.77 kgf in average and 0.66 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Final conclusion: although the results of the samples received fulfill the specifications, we take note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported by the healthcare professional to the company sales representative "the customer has opened some of the race packs but as soon as the sutures were taken out of the package, the sutures detached from the needle."